Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. After removing a 2.00mm x 12mm emerge¿ balloon catheter from the package, it was noted that the device was bent and broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a complete separation in the hypotube located 47 cm from the strain relief, and numerous kinks in the hypotube. The separated ends were oval, as if kinked before separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. After removing a 2.00mm x 12mm emerge¿ balloon catheter from the package, it was noted that the device was bent and broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. After removing a 2.00mm x 12mm emerge¿ balloon catheter from the package, it was noted that the device was bent and broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.